Event description:
A report was received that the patient experienced mild pocket pain and hypersensitivity. The patient was given medication. The event was assessed as being related to device and procedure and unrelated to stimulation.

Manufacturer narrative:
Additional information was received that the patient's symptoms were not resolved with the prescribed medications of lidocaine patches and 50mg of pregablin. The patient experienced spikes of pain during work and was advised by the physician to scale down work related activities.

Event description:
A report was received that the patient experienced mild pocket pain and hypersensitivity. The patient was given medication. The event was assessed as being related to device and procedure and unrelated to stimulation.